Manufacturer narrative:
November 02, 2015 11:27 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tool was broken prior to use on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. The heater wire was deformed away from the hot jaw and remained attached at the base of the jaws. Based on the condition of the device as returned, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tool was broken prior to use on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.